Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump had moisture damage on electronics. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after it was exposed to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.